Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) and right ventricular (rv) channel. The ra noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. The ra and rv impedance measurements had decreased, but remained within normal limits. The patient was not pacemaker dependent. A surgical revision was later performed and this system was explanted and replaced. No additional adverse patient effects were reported.